Event description:
It was reported that a malfunction alarm occurred displaying code malf 16, and the issue did not cause an adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy.